Manufacturer narrative:
Additional information: h3, h6, h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed that the return line is disconnected from the screwed connector. There was non homogenous mark of solvent on the tubing. The reported condition was verified. The cause of the disconnection is therefore due to the lack of solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the return line and luer connector of a prismaflex st100set during priming which resulted in a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.